Manufacturer narrative:
The pump passed the displacement and basic occlusion tests. However, unable to prime the pump during the prime test due to a slightly loose/flush drive support disk. No alarms were noted. The pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads, minor scratches on the display window, a stained end cap sticker, and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device had compromised force sensory system alarm. It was reported that the customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis. No further information provided.